Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of flow sensor failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Resolution and disposition: fse replaced the air flow sensor and the blower motor controller to address the reported problem. Unit passed extended self-test (est) and volume control ventilation (vcv) and it passed. Device returned to full functionality. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.